Event description:
Rep states he was not present for the case, but he thinks that both ts deployed at the same time. Add'l info indicates the 1st anchors are still in the pt.

Manufacturer narrative:
No product is being returned for eval. (B) (4)